Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose levels rose to 14 mmol/l (252 mg/dl), the patient administered a correction. The correction temporarily lowered the blood glucose level however it then rose to between 20 mmol/l (360 mg/dl) and 25 mmol/l (450 mg/dl). She did corrections then the pod expired. The patient removed the pod and observed the cannula was bent. The pod was worn longer than 48 hours (until expiration) on the arm. A new pod worked to treat hyperglycemia.